Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging difficulty breathing, lung issues, nodules on lungs and scarring on lungs. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging difficulty breathing, lung issues, nodules on lungs and scarring on lungs. Medical intervention was not specified. The dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed a dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, rear panel, bottom enclosure, pca (printed circuit assembly), blower motor, and blower box. Hairlike fibers on the blower box, rear panel, and bottom enclosure. Evidence of liquid spots with potential mineral deposits on the blower motor and blower box. An unknown piece of particle inside the blower box. The accessory module and sd (secure digital) cover flip doors, sd card, and philips pollen filter was missing from the device. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box b, d, h has been updated/corrected.